Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) in the 40's (mg/dl). Reportedly, the customer adjusted the basal rate settings with the clinical diabetes educator (cde). The customer continued to experienced low bg. During a follow-up call, the cde reported that the customer had entered the settings as a basal rate instead of updating the carbohydrates ratio.